Manufacturer narrative:
The procedure was performed on (B)(6) 2016, but it is unknown if the device broke during the procedure or after in sterile processing.cd device is an instrument and is not implanted or explanted. The complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Investigation could not be completed and no conclusion could be drawn as no device was returned. Service history review: no service history review can be performed as this is a lot controlled item. The manufacture date of this item is december 3, 2008. The source of the manufacture date is the release to warehouse date. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the tip of a pair of reduction forceps was found to be broken after washing in sterile processing. On (B)(6) 2016, the device was used during an open reduction internal fixation (orif) procedure of the proximal humerus. There were reports at that time of intra-operative device breakage. The procedure was reported completed successfully without delay. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Manufacturing date: november 28, 2008. Further review of the device history records showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the material, components and final product met inspection records, certification test values and acceptance criteria. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the complaint condition is confirmed as the device was received with one of the distal points missing. The break is transverse and located approximately 6.5mm from the distal tip of the device. The root cause could not be definitively determined as details concerning the method of use and maintenance over the device approximately 7 year lifespan are unknown. The returned part was determined to be suitable for the intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, this device is part of the small fragment instrument and implant set. It is utilized in various procedures for fracture reduction. A review of the current design drawing / manufactured revision was performed. The design history was found to not impact the complaint condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. The device shows evidence of fatigue failure. However, the root cause could not be definitively determined as details concerning the method of use and maintenance over the device approximately 7 year lifespan are unknown. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.